Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 01/27/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, headache, kidney disease, liver disease, and toxicity. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the technician was able to confirm the device powers on and provided airflow. During review of the error logs, pil determined that the device had 7273.8 machine hours, 7273.8 blower hours and 7135.4 therapy hours. During review of the error log, error log showed 0 errors logged. Care orchestrator data was not available for download. During the investigation technician observed an unknown brownish contamination on the top cover, left and right-side panels, and bottom enclosure. A heavy amount of scratches were observed on the left side panel. Potential hair-like particles were observed behind the sd card cover and on the pca. Potential dried liquid spots were observed inside the iso port, on and in the blower housing, on the top of, bottom of and inside the blower motor. Technician observed the grommet on the wire of the blower motor was not seated properly. Technician observed dust-like contamination on and under the top cover, on and inside the left and right side panels, on the outside of the bottom enclosure, inside the iso port, air inlet, on the pca, on and under the blower cap, on and in the blower motor, in the base of the blower housing, all over the sound abatement foam, and inside the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory is unable to directly address the symptoms outlined in the complaint. Box d and h was updated in this report.